Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the touchscreen did not respond to any commands during a laser procedure. The emergency stop button was pressed, the system was retested, and the procedure was completed without harm to the patient. Additional information requested but not received to date.

Manufacturer narrative:
The review of the provided data shows that the treatment was completed. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event/treatment. There is no touchscreen at the device. Thus, it is assumed that the touchpad is meant. The touch pad is used to move/click the mouse during preparation of the treatment. During preparation - if the touch pad does not work - there is no risk for serious injury or death. When the laser is firing, the touch pad is not used. In case there is an issue and the surgeon wants to interrupt/abort the procedure, he/she has to release the laser pedal. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).